Event description:
(B)(4). After getting essure I experienced heavy bleeding or spotting non stop for 5 months. My hair started falling off. I started getting acne on my face and back, something I never had issues with before essure. I gained massive weight and sometimes am super bloated. Cramps on my left side constantly. Depression, I was always a happy person and never dealt with depression whatsoever until after essure. I sometimes get itchy skin.